Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had blood glucose (bg) readings ranging from 250mg/dl to 523mg/dl, with unspecified ketones, and symptoms of extreme tiredness, irritability and shakiness. Patient received no unusual treatment, and states the elevations were consecutive and unexplained and continued even after infusion set change. During troubleshooting, customer support found that there was moisture/corrosion in the cartridge compartment. This complaint is being reported as the casing issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 4/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: no defect was found. Testing was unable to duplicate the complaint. No moisture observed in the cartridge compartment. No damaged observed to the cartridge compartment. Cartridge cap was not returned with the pump; new test cartridge cap is able to fully secure to the pump & was used to compete testing. Review of the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Pump passed leak test. Removed pump cover; no evidence of internal moisture was found. No alarms occurred during testing.